Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient experienced an event o high blood glucose (407 mg/dl) which was addressed by correction bolus via pump on (B)(6) 2025. Troubleshooting confirmed patient did not rotate site which might have resulted in high blood glucose. No further information was available.